Event description:
During insertion, the white hemostasis valve on the sheath leaked blood and would not allow the balloon to pass through the sheath. Also, the iab kinked. A second iab was used. Event complications: unk - rpt'd 4/3/97; none - rpt'd 5/8/97. Pt current status: on iabp - rpt'd 5/8/97.